Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Although a definitive root cause could not be established, the probable root cause is attributed the esmb in the mtm. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue. Annex g - component desc 1 was updated to g02005 - circuit board. Correction(s): b13 - communication/interviews.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system but the reported error was unable to be replicated. Fse replaced the right master tool manipulator (mtm-r) on surgeon side console (ssc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the mtm-r to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error 25520 indicating a fault on embedded serializer in master base (esmb) pca of the mtm-r. The mtm was installed onto a sftp where it passed all tests. The probable root cause of reported issue is attributed to electrical defects on esmb assembly of mtm leading to component failure.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon side console (ssc1) was faulting with error 25520. Customer stated that there was no option to recover but only to disable. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed system logs and verified error 25520 along with error(s) 25517 and 707 pointing to right master tool manipulator (mtm-r) for voltage. Tse suggested to power cycle the system. The surgeon stated that they were actually done with the system for reported event date. Tse had the customer disable mtm-r and recover from the fault so that they could undock. Customer was proceeding with the instructed steps and would like to get the system checked. The procedure was completed with no reported injury.